Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, an l4-s1 fusion. It was reported that the right side s1 screw appeared to be lateral (malpositioned screw). Imaging was conducted using computed tomography (CT) and fluoroscopy registration. All other screws were according to plan. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the case was completed using the guidance system. Per the surgeon, they felt the screw only possibly deviated medially less than 3.5 millimeters (mm).

Manufacturer narrative:
H3, h6: software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports were returned for clinical analysis. The analysis determined that the probable cause was that the removal of the facet on the right s1 may have contributed to a medial skive during instrumentation. The entry point of the screw from the post-operations was examined, and it appears to look like a skive in the medial direction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: a4: exact patient weight information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.